Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, that the ceramic electrode tip had become detached inside a patient during an operation. It is not known if the device fragment was recovered. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Correction: update to b5. Investigation results: as of the date of this report, the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication, for a material manufacturing or design-related failure. In the event ,that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results, a CAPA is not necessary.

Event description:
The adverse event, malfunction is filed under aag reference (B)(4). Update: the device was noted, at the beginning of the laparoscopic cholecystectomy to be missing the cauterization hook. X-rays were completed to determine, if the hook was retained in the patient. Which caused a delay in closure. There was no evidence, that the item was retained in the patient. The device was forwarded to the hospital's (B)(6).